Event description:
It was reported that the programmer required a touchscreen software update and telemetry was not working. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer required a touchscreen software update. It was noted that the touchscreen software was at updated version however there were software update related error codes found. Analysis was unable to confirm customer comment of telemetry issue. Autonomous cursor movement and/or autonomous activation on touchscreen was observed requiring electromagnetic interference debug procedure repair. It was noted that the cooling fan was noisy and stylus was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.